Event description:
A user facility reported to olympus that the evis exera iii bronchofibervideoscope exhibited b30/e216 scope communication error. The event occurred during an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, bending section rubber and light guide tube leaking, bending section rubber leaking due to pin hole, b30 scope communication error, insertion tube buckled, light guide tube cut, and fluid invasion and plug unit corroded. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely moisture or water had leaked into the device and resulted in a circuit board failure inside the scope connector. The event can be prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: precautions for disappeared or frozen endoscopic image: if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. Olympus will continue to monitor field performance for this device.